Manufacturer narrative:
Concomitant medical devices: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
The patient reported that they have been noticing electrical surges occurring with meaning when leaning, bending or stretching as of about a month prior to date notified. It was further stated that tremor control is not as strong, which was at first on one side but is now on both sides. Follow up with the healthcare provider (hcp) is to be conducted. This has happened before to the patient and was stronger and more frequent, with tremor control stopping. The patient's indication for implant is movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.